Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) reset during a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been complete. Upon investigation the monitor reset during a pulse test. The reset was caused by open microprocessors u9 and u10 on the monitor defibrillator board. The root cause for the open microprocessors could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiency.